Event description:
This event involved a patient who experienced a vad stop approximately seven and a half months post heartware lvad implantation. The patient experienced the vad stop when he/she was changing a depleted battery. The controller display is reported to have gone blank and there was no audible alarm. The patient further reported that the battery that remained in the controller power port was fully charged. In addition, immediate actions by the patient and/or caregiver and the length of time the vad was stopped were not reported. The site exchanged the controller and batteries with no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The controller and batteries were returned heartware; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event for vad stop was confirmed through log files analysis. The logs show the controller lost power once, two days before the event day which would have caused the high-priority alarm and the display to go blank. However, this could not be duplicated during functional testing of the returned devices. Thorough external visual inspection of the devices revealed no signs of physical damage or loose parts inside of the device. The cause of the reported event cannot be conclusively determined. Based on the information provided, there is no evidence to suggest a device defect. No additional information will be forthcoming.